Event description:
Reporter alleged blood glucose results of 524 mg/dl and 49 mg/dl within 10 minutes on the advantage system. Reported no symptoms and did not treat or act on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.